Event description:
It was reported that the morning after the patient adjusted his programming he had blood dripping from his penis. The next day, the patient felt a shocking or jolting sensation in the bicycle seat area and penis. There were no devices that could have cause electromagnetic interference in the area. Patient had no trauma or falls since implant. The device was turned off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# va01ce6, implanted: 2012 (B)(6), product type lead product ID, 3037 serial# (B)(4), product type programmer, patient. (B)(4).